Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The caller reported that her husband died on (B)(6) 2012. Wife states he passed away from what she described first as "diabetic ketosis" and later as "diabetes ketosis". The husband, who previously had a heart attack in 2011, was hospitalized on approximately (B)(6) 2012 for not eating and a sinus infection, and was diagnosed with internal bleeding. The emts transported him to the hospital, his blood glucose was tested at 1428 mg/dl. He was not previously known to have diabetes. He was intubated and admitted to the ICU. She does not know what treatment he was given. The husband was discharged from the hospital on (B)(6) 2012 and sent to a nursing home. He did not want to be in the nursing home due to his roommate having dementia and "yelling out all the time". His wife took him home that same day. It is unknown what instructions, if any, for the husband's care his wife was given before taking him home. The customer's wife tested his blood glucose with her aviva system on (B)(6) 2012 around 10:00pm, and the result was 250 mg/dl. She administered 38 units of levemir to her husband at 10:00pm. The charge nurse from the nursing home stated that she was going to administer this amount of insulin to him had he stayed in the nursing home. The levemir was the wife's insulin that she was giving him out of convenience. No prescription of insulin for the husband was noted. Customer states she was unable to test her husband the next morning, (B)(6) 2012, because the aviva meter displayed e-4. The text for troubleshooting e-4 from aviva owner's manual states: "not enough blood or control solution was drawn into the test strip for measurement or was applied after the test had started. Discard the test strip and repeat the test." The wife called manufacturer at around 8:06 am for technical support for the e-4 error. The agent noted, "caller may not be dosing the strip correctly. Reviewed dosing. Customer does not want to troubleshoot. Resolution: customer is going to try to run another test." The customer stated husband had thick skin and she was not able to get enough blood to test on the meter. The wife advised that she did not attempt to treat the customer in any way because she was not sure if his blood sugar was high or low, as the meter was only showing e- 4. She advised that customer was not displaying any clear symptoms of high or low blood sugar and just kept repeating that he was tired. There was no further attempt to test customer on the meter after getting the e-4 error at 8:00 am. She advised that the only action she took after getting the e-4 on the meter at 8:00am, and then leaving for work, was to call her daughter who lives next door to come try and make the customer some breakfast. She was told by her daughter that she came over just after 8:00 am and poured customer a bowl of cereal which he refused, telling daughter that he was tired and he went to the bedroom to lie down. At this point, the daughter left and went home. There is no approximation of how long the daughter was at the house or what time she left the customer to go back home. Wife advised that she returned home from work at 11:00 am and thought that customer was sleeping. Upon checking him more closely, she found that he had passed away. Customer stated that there was no attempt to revive the customer. There was no mention of anyone else coming to the house (emts etc.) Other than the coroner. The coroner was called to the house and pronounced the customer deceased at 11:30am. A request was made for the return of the meter and strips, replacement sent.